Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2100575 investigation did not show issues related to complaint.

Event description:
Incident happened on (B)(6) 2021. Involved a female patient. During the closing of the wound, staples were fired but they did not close the skin, staples remained opened. So, we removed these staples and used another stapler from the same lot# to close the wound. There was no consequence for the patient.

Event description:
Incident happened on (B)(6) 2021. Involved a female patient. During the closing of the wound, staples were fired but they did not close the skin, staples remained opened. So, we removed these staples and used another stapler from the same lot# to close the wound. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed evidence of use in the form of biological material. One fully formed staple was discovered stuck inside the bottom of the cover block. Aside from this, the staples appeared properly aligned. No defects or anomalies were observed with the device. Functional inspection was performed by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was formed and released properly. This was repeated two times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Ten staples were fired and were able to engage and close into the simulated skin with no difficulty. The staple lodged inside the cover block was removed. Another staple was fired successfully. All remaining staples were then fired into the skin pad and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 31 staples in the cartridge, indicating that at least four staples were fired by the customer. Representatives from r & d and the manufacturing site were contacted regarding the fully formed staple stuck in the cover block. According to these representatives, this an entirely isolated occurrence. It could not be determined what caused the staple to become stuck in the cover block. Because no functional issues were encountered, it could not be determined whether this staple resulted in the issue of "misfire/jam-staples not forming/closing" reported by the customer. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. It could not be determined what caused the fully formed staple to become stuck in the cover block. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. Because no functional issues were encountered, it could not be determined whether the fully formed staple in the bottom of the cover block resulted in the issue of "misfire/jam-staples not forming/closing" reported by the customer. In summary, the reported complaint of "misfire/jam-staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. Representatives from r & d and the manufacturing site were contacted regarding a fully formed staple stuck in the bottom of the cover block of the sample. According to these representatives, this an entirely isolated occurrence. It could not be determined what caused the staple to become stuck in the cover block. Because no functional issues were encountered, it could not be determined whether this staple resulted in the issue reported by the customer. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.